Manufacturer narrative:
The thermogard console was evaluated at the customer site. The reported issue of the thermogard exhibited tcmid: 05 (coolant diif failure) error message was confirmed during the initial functional testing and in review of the archive data. The issue was attributed to the poorly seated connector of temp-probe 34a/b on pic16 board. The connector was reseated to remedy the fault. Following the repair, the thermogard was tested and passed all the testing criteria and functioned as intended. Event log review confirmed the error tcmid: 05 (coolant diif failure) error message on the reported event date. Initial functional testing failed as the thermogard displayed the tcmid: 05 (coolant diif failure) error message upon start. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for (B)(4).

Event description:
At the beginning of patient cooling, the thermogard tgxp ivtm system (sn: (B)(4)) was displaying error message tcmid: 05 (coolant diif failure). Customer used another thermogard tgxp ivtm system to continue the treatment . No known patient consequences reported.